Manufacturer narrative:
Integra completed its internal investigation 09/29/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual inspection. Results: the customer reported serial number (B)(4). This reported serial number belongs to (B)(4), lot 305000315716. Lot #: 305000315716, mfg date: 11 sep 2014, exp. Date: 30 nov 2016. A review of batch history record indicates that it met requirements before released to finished good. Complaint history, model 110-4xxx, from jun-2014 through may-2015 reviewed; there were two other complaints with complaint (B)(4), and none of them were confirmed. The catheter was returned with licox bolt adapter fitting that already disassembled; the compressor cap, o-ring and collet were not returned. Particulate matter that appears to be dried blood was present on the catheter and in the bellows. Conclusion: the customer complaint that the device displayed a ¿high icp reading of 200+¿ could not be verified. The returned catheter was visually inspected and it was noted that there was foreign matter or particulate inside the transducer bellows. The catheter was tested for functionality and stability with the particulate present in the bellows and met functional test criteria, but did not meet the stability test criteria. This stability result was due to a high insertion pressure which drifted outside of the acceptable pressure range during the stability test. The particulate was removed from the bellows and the catheter was tested for functionality and met functional test criteria. It should be noted, that not all foreign matter/particulate could be removed from the bellows convolutes. The catheter bellows was then cleaned and re-oiled and tested for functionality and stability). The catheter met functional test criteria, but did not meet the stability test criteria. This stability result was due to a high insertion pressure which drifted outside of the acceptable pressure range during the stability test. A licox im2 bolt was then attached to the catheter and the catheter was tested once more for functionality meeting all functional test criteria. The root cause of the reported customer complaint could not be determined. The returned catheter met the functional test criteria when tested in five different test conditions. Although the catheter did not meet the stability specifications, the test was intended to challenge the catheter¿s pressure drift, which was within the acceptable drift tolerance of + or - 4.5 mmhg. The reason for the stability test failure was high insertion pressures of 9mmhg and 6mmhg which is does not correlate to the reported customer complaint of ¿high icp readings of 200+ mmhg¿. Remnants of unremoved foreign matter/particulate in the bellows convolute could be considered a potential root cause for the high insertion pressures seen during stability testing.

Event description:
The neuro surgeon inserted the device at the bedside. After zeroing the camino which worked on the new camino machine, when the neuro surgeon inserted catheter in the brain, the camino machine kept reading system error and alarm was going off. Called the representative (rep) and spoke to him to troubleshoot and unable to fix the issues. The catheter did not register an icp (intracranial pressure value on the cam02 at all - it wasn't until it was plugged into the cam01 that it registered and when plugged back into the cam02 it registered a value of (x). Then the machine was switched to the old camino and there was a reading of 200+ icp when was inaccurate since the pt had a evd (external ventricular drainage unit) and reading an icp value of 25. Insertion site inspected to see if the catheter was in the correct place. The rep was able to see the black line. Pt was declared brain dead after 24 hours due to the initial mechanism of injury. Upon further investigation on (B)(6) 2015, it was discovered that the pt was admitted to the trauma unit for monitoring of a total brain injury. It was confirmed that as per the clinical nurse, the pt was declared brain dead due to the initial mechanism of injury, and not as a result of a product malfunction or defect. The pt was declared deceased after the incident occurred, however date of pt death is unk at this time. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.